Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient developed an infection ((B)(6)) at the lead site and the physician decided to remove the patient's entire scs system. The patient was treated with antibiotics. Follow up identified the patient has reportedly healed from the infection.